Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this pacemaker was explanted due to slight erosion after the patient fell and scraped the implant site. The associated leads were also removed from service and surgically abandoned. No adverse patient effects have been reported.